Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of a 5.2 x 4.6 cm abdominal aortic aneurysm. The infrarenal neck measured 22 mm in diameter and the right common iliac artery was ecstatic. It was reported the stent graft was implanted approximately 3 years ago, and after the procedure, there was good placement and no evidence of a type 1 endoleak. At the 1 month follow-up, the stent graft was in good position and there was a small type 2 endoleak from a lumbar perfusion with slight increase in the aneurysm size; however, no intervention was reported. At the 6 months follow-up, the stent graft was found to have slightly migrated distally and was 14 mm below the left renal artery with no apparent change in the aneurysm size. At the 2 years follow-up, it was reported there was a small proximal type 1 endoleak present and that the right iliolumbar was embolized 5 months ago with the presence of type 2 endoleak as well. A study performed four months later demonstrated a prominent type 1 endoleak and a small increase in the amount of distal migration. Another manufacturers' 32 mm cuff was implanted and dilated with a balloon. There was an excellent result and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Inherent risk of procedure (endoleak, migration). Conclusion: device failure/lack of effectiveness related to patient condition (type 2 xendoleak and enlarged aortic neck).